Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device with 5.0 internal diameter and 8.4 deflated cuff portion diameter was attempted to insert to the patient but failed because of resistance at the level of the glottis opening. It was reported that two attempts were made. It was stated that the ultrasonographically measured internal transverse width of the patient¿s cricoid before intubation was 7.8 mm. The patient required re-intubation with the use other product.